Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty inserting a cartridge during a supply change due to a connector issue. After switching the connector, the cartridge fit correctly, and insulin delivery resumed. The highest reported blood glucose was 379 mg/dl, but it did not remain out of range for more than 90 minutes. The device alerted for high bg, and no symptoms, outside assistance, or medical intervention were reported.